Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was that lid reed switch was remaining shorted when the lid of the device was opened. This caused the device to appear as if it was not completing a boot up cycle. Physio replaced the device's lid reed switch and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device does not have any audio prompts when the on/off button is pressed and the lid is opened. Without any voice prompts, the end user would not be able to use the device. There was no report of any patient use associated.